Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level range of over 400 mg/dl to displaying "high", and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer was using a non-tandem charging cable and wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and wall adapter. The customer continued to use the pump for insulin therapy.